Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, daily/weekly/monthly self-tests, off current, impedance, and shock testing without duplicating the customer's report. An internal inspection found no discrepancies. The main board will be replaced as a precaution. The board was scrapped after testing. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted an "hv dump failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.